Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the pump touch screen was delayed in responding to presses. It was also reported that the pump unexpectedly shut down. After the reset for the malfunction alarm, the contact stated that the ibc was at 0%. No additional troubleshooting was performed. Customer's blood glucose level was 190 mg/dl at the time of the report. An alternate method of insulin delivery was available for the customer to continue insulin therapy.